Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cord has multiple scratches, the light guide (lg) bundle of insertion section has slight worn and interrupted and weakened and component failure of the lg bundle and universal cord. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the universal cord has multiple scratches caused by a component failure of the universal cord and the light guide bundle of insertion section has slight worn and interrupted and weakened caused by a component failure of the lg bundle. The most probable cause of the complaint is cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope had blurry image. The issue occurred during reprocessing. There were no reports of patient involvement.